Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator would no longer charge. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and moved closer to midline for added comfort. The patient was doing well postoperatively and the explanted device was kept by the medical facility.